Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer went to the emergency room with a blood glucose (bg) level of 650 mg/dl and high ketones that a health care provided identified as dangerous. Customer was subsequently hospitalized and treated with intravenous fluids of saline and insulin. Reportedly, the customer was released the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.